Event description:
The customer observed an elevated immulite 2000 xpi human chorionic gonadotropin (hcg) result for a patient sample compared to repeat results using the immulite 2000 xpi human chorionic gonadotropin (hcg) assay on a different immulite 2000 xpi analyzer. The initial result was not reported to the physician(s). There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated immulite 2000 xpi hcg result.

Manufacturer narrative:
An outside the united states customer observed an elevated immulite 2000 xpi hcg result that was considered discordant compared to repeat testing on a different immulite 2000 xpi analyzer. Siemens performed replicate testing on the immulite 2000 hcg kit lot 469. 8 low patient samples were tested across 2 systems, 2 kit lots (466 & 469) with 20 replicates. All replicates showed consistent performance on both kit lots tested. Siemens healthcare diagnostics further investigated the issue and confirmed the potential for falsely elevated hcg results due to sample carryover. This can be observed when a sample is assayed for hcg immediately after an undiluted sample with a hcg value of 5000 miu/ml. This issue impacts serum and urine patient samples, as well as quality control samples and adjustors. The effect of carryover varies based on the concentration of the high hcg sample. Starting (B)(6) 2022 an urgent medical device correction (umdc, letter (B)(4) us) was sent to us customers, and an urgent field safety notice (ufsn, letter (B)(4)) was sent to outside the us (ous). The umdc and ufsn explain the potential for carryover from high hcg samples into the next sample assayed for hcg on the immulite 2000/immulite 2000 xpi, and provides instructions to the customers. The customer is operational. No further investigation is required. The limitations section of the instructions for use states the following: "for diagnostic purposes, the results obtained from this assay should always be used in combination with the clinical examination, patient medical history, and other findings."